Manufacturer narrative:
Philps has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting up correctly due to an issue with the flexvision pc. The flexvision pc was replaced and returned for analysis, after which the system was returned to use in good working order. Review of the system log files, and analysis of the defective part identified a failure in the frame grabber card of the flexvision pc. The frame grabber captures the video from the system and may not perform as intended due to manufacturing issues, causing a loss of system functionality. Philips has implemented a medical device correction (z-1144-2024) on this system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.